Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus. The customer's blood glucose was not impacted. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to be the cause of the alarm. It was indicated that the customer would change out the cartridge.